Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented no ultrasound during a surgery. There was no report of any patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece (hp) was received for this investigation. A visual assessment of the returned sample revealed no visual nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully; however, system message (sm) displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. There was no problem found with the handpiece (as it relates to the reported event). Therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).